Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the display screen is blank. Customer's blood glucose was 57 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces also; traces of moisture were noted at lcd board per our visual inspection. No button error alarms noted. The insulin pump had cracked case at the display window corners, cracked display window reservoir tube lip, cracked battery tube threads, minor scratched display window and stained end cap sticker.